Event description:
The pt reported he has had 6 insulin infusion sets from the same box leak insulin during a prime. He stated the leaks appear to be at the connector piece of the tubing. He said the insulin will go through the tubing but does not come out of the tip of the connector piece needle. The pt stated he kept 3 infusion sets that he can return. He said he has opened a new box of infusion sets and is not having any issues with it. No blood glucose or other physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.